Manufacturer narrative:
Correction - on report MDR-2026-05926-01, additional information should had been checked on h2.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the patient's atrial leadless pacemaker exhibited no sensing or capture. Current of injury could not be obtained as well. The device was retrieved and not re-implanted. The patient was stable.